Event description:
It was reported that the pt's healthcare provider (hcp) was able to aspirate the pt's pump reservoir, but was unable to fill the pump. It was noted that both the tubing and the needle were patent. No info was provided regarding the type, concentration or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).